Manufacturer narrative:
No patient information was provided. Incident occurred during priming, prior to use. Initial reporter occupation was not provided. The product was returned to 3m and evaluated. Sample test results showed a drip chamber exit leak due to solvent bond failure. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger¿ fluid warming disposable products in 2013. Subsequent to this change, 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. A new process improvement was implemented in (B)(6) 2017 to further reduce incidence of solvent bond leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The lot # provided, hx7833, indicates that this product was produced prior to corrective action implementation. There has been a downward trending complaint rate since corrective action was implemented. 3m will continue to monitor.

Event description:
A hospital employee alleged that a 3m¿ ranger¿ high flow disposable set (model 24355) leaked saline during priming in the emergency department. The leak occurred in the tubing connection at the base of the cassette. The warmer was not turned on. No injury was alleged.